Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed the pulse lead high pot test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the pulse lead hi pot test. Upon eval, wires inside of the ECG-a to ECG-b cable were damaged. The root cause of the damaged internal wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt. The last pt to use this electrode belt did not report any problems.